Event description:
The pt's pump was filled on (B)(6) 2011. On (B)(6) 2011, the pt was in the ER with signs of an overdose. The pt experienced bradycardia, lethargy, somnolence, and was hypokalemic. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was noted that the patient experienced a "similar" episode in (B)(6) 2011 with "more" symptoms: increased tone, fever of 106 degrees, shaking, facial flushing, and pain. An increased ck level of 19,000 was noted; the cause was not identified. A uti (urinary tract infection) was discovered and treated. The patient started having problems with increased urinary retention, then "all gradually resolved." It was noted the patient also had "reflux", which led to "gi meds and nissen" (nissen fundoplication procedure). The patient's eeg revealed seizures, which led to providing prescription medication. Regarding the (B)(6) 2011 event, the reporter stated it was "entirely unclear and unknown if even was related to pump or not." The patient additionally experienced a change in mental status, hypernatremia, and hypotension. The pump seemed to be functioning "fine." Regarding drug effects as the cause of the event, the reporter indicated "possible but unlikely since [patient] on stable dose." The pump dose was adjusted on (B)(6) 2011 "but not 10/11." The adjustment resulted in improved tone. The patient outcome was reported as patient recovered without sequelae; the symptoms "resolved entirely without pump/dose change in 24 hours." It was additionally reported per another reporter that "the patient was not overdosed"; the hcp did not change the patient's dose to cause the symptoms. The patient had a gi hcp consult on (b)(4(6) 2011. The patient underwent the nissen surgery (as reported above) on (B)(6) 2011. It was unclear if the pump contained gablofen 2000 mcg/ml at 649 mcg/day or lioresal.

Manufacturer narrative:
(B)(4): facial flushing.